Manufacturer narrative:
Please see section b5 for bg range at the time of the incident. The device has not been received for investigation. Cloud data from the user for the period of 13nov2025-14nov2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was used primarily in automated mode. The phb data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the micro bolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed evidence that all boluses captured in the cloud for this day were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after delivery of each bolus. No pod hazard alarms were generated during this period. Without the performance data from the pod or physical testing, it could not be determined if the pod was struggling at any point during operation or if any leaks were present in the fluid path. No evidence of issues with insulin delivery was observed in the available cloud data.

Event description:
The patient was experiencing a headache, nausea, vomiting and extreme weakness at around 3:00am. On (B)(6) 2025, the patient stated that due to a lack of insulin caused by diabetes management devices inactivity led them to call their healthcare provider (hcp) at 8:00am that morning. Following the recommendations by the hcp, the pod was removed due to ketones in their urine and diabetic ketoacidosis (dka), an extreme lack of insulin. The symptoms were regulated by drinking water and by insulin delivery from a syringe. It was reported that the patient¿s blood glucose levels were less than 200 mg/dl after the incident. The patient provided no further details as they were preoccupied with treating dka. The patient's bg level at the time of the incident was between 190 and 200 mg/dl.

Event description:
The patient was experiencing a headache, nausea, vomiting and extreme weakness at around 3:00am. On (B)(6) 2025, the patient stated that due to a lack of insulin caused by diabetes management devices inactivity led them to call their healthcare provider (hcp) at 8:00am that morning. Following the recommendations by the hcp, the pod was removed due to ketones in their urine and diabetic ketoacidosis (dka), an extreme lack of insulin. The symptoms were regulated by drinking water and by insulin delivery from a syringe. It was reported that the patient¿s blood glucose levels were less than 200 mg/dl after the incident. The patient provided no further details as they were preoccupied with treating dka.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.